Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020 as the event date is unknown. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code 1069 captures the reportable issue of string broken. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly and there was evidence that it was secured in the handle slot while the slack was removed properly. However, the trip wire was kinked, which relates to handling and manipulation during the device set up likely; when the slack was pulled or when the device was attempted to be released from the endoscope. The suture loop was intact and a crimp was present on the tripwire. The suture was attached to the trip wire and it was still intact, but was detached from all bands. It was observed that there were four bands attached on the ligator head. The ligator head teeth were intact and suture hole was intact. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A manufacturing batch record review was unable to be performed as the lot number is unknown. A ship history review was performed to identify the most probable lots, and no matching lot numbers were found. Therefore, a DHR history review on the most probable lots was also unable to be performed. However, boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications prior to distribution.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the third elastic band was successfully deployed; however, the string broke. The procedure was successfully completed with an unknown device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the third elastic band was successfully deployed; however, the string broke. The procedure was successfully completed with an unknown device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.